Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that auxiliary legacy full height drawer 2 had ejected most pockets, and the remaining two pockets had failed and could not be recovered. The fse discovered that the tray row board ribbon cable had been pinched by the metal cover. The field service engineer replaced the tray row board ribbon cable and initiated a final test using the hardware test application, which passed successfully. The customer was able to clear all hardware failures without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed to open. Drawer 2 had multiple duplicate address connected notices. Most pockets and cubies had been ejected; however, pocket a3 remained and could not be ejected. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.